Event description:
During cardiac arrest code, wrong defibrillator pads were applied to the pt for use with the hand-held defibrillator paddles. Labeling on package did not clearly indicate that these pads were not to be used with hand-held paddles.